Manufacturer narrative:
(B)(4). Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test, basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test and the p-cap/reservoir will not lock properly due to damage to reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump's piece of the reservoir compartment was missing. Customer stated the insulin did not exit and insulin pump alarmed no delivery. The customer stated that the reservoir did locked into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.